Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis as the customer reportedly discarded the product. The stapler logs for this procedure were reviewed. The logs show the sureform 60 stapler instrument was installed on the system 8 times and fired 8 sureform 60 reloads (6 blue, followed by 2 white). On installs 1, 3, and 5-8, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 3, the system failed to detect the reload color, and the user manually selected the blue sureform 60 reload via the surgeon side console (ssc) touchpad. On install 4, the first clamp was successful, and the firing was completed with 4 pauses for compression. After the 8th install, the instrument was removed and not used again in the procedure.

Event description:
It was reported that during a da vinci-assisted roux-en-y procedure, a sureform 60 stapler instrument fired a blue sureform 60 reload on the stomach. According to the customer, the tissue was pushed and not properly stapled or cut. The event occurred during the second stapler reload fire of the procedure and on the first vertical staple line on the stomach to form the pouch. The surgeon was firing along the bougie. The surgeon installed another stapler reload into the same stapler instrument and fired closer to the bougie to go around the pushed tissue. The surgeon came back later in the procedure to suture the stomach near where the stapling issue occurred. There were no other complications and the procedure was completed without further issues. The surgeon reportedly did not comment about the stapling issue during the procedure, nor after. There were no reported post-operative complications with this patient.